Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient occasionally would not use a mask or gloves while performing pd therapy. On the same day of onset, the patient was hospitalized for the event. The patient received unknown intraperitoneal antibiotics for the peritonitis event; dose, frequency, duration unknown. The patient recovered from the event and was discharged from the hospital seven days after admission. The patient was retrained on proper aseptic technique and dianeal therapies were ongoing. No additional information is available.